Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation of belt (B)(4) has been completed. The reported problem (burn from electrodes) was not confirmed. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. There is no indication of excessive current that would cause a burn.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the rear therapy electrodes. The irritation reportedly resembled a burn. The patient's physician prescribed ssd cream. Follow up indicated that the irritation was improving.